Event description:
Drive devilbiss healthcare received a letter from an attorney representing an end user, which alleged that a delta pro bed "slipped," causing the end user to fall and sustain significant injuries. The attorney did not specify the injuries in the letter. Drive is currently attempting to inspect the product in cooperation with the attorney. Drive will file an update as soon as additional information becomes available.